Manufacturer narrative:
H3: software logs were returned, but logs alone are not helpful in diagnosing auto-registration accuracy issues. Frame movement after registration is a common cause of accuracy issues but cannot be detected in logfiles or archives. Software analysis was completed based on the information available and determined that there was insufficient information available to determine if a software anomaly occurred causing the reported event. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) additional information in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the inaccuracy was caused by the off-label use of the cranial reference frame. Additionally, at the end of the case, one more spin was taken with a stealthair frame, and it was accurate, indicating the medtronic imaging systems were not the root cause of this complaint.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the surgeon used the off-label cranial reference frame, articulating arm, and mayfield for a c4-t1 case. The first imaging system spin was reported to be inaccurate by 4-5mm deep. They respun and reported the same inaccuracy. The site brought in another imaging system and reported the same inaccuracy. The surgeon decided to proceed with navigation and accommodated for the inaccuracy during the procedure. At the end of the case, they respun the patient by using a spinous process clamp and stealthair frame, and reported the spin was accurate. The local representative (cc) reported they took a total of 7 imaging system spins throughout the case. The first 2 spins were on one imaging system, and the other 5 spins were on the second imaging system. Troubleshooting was performed. It was indicated that the use of the cranial reference frame is off-label and it cannot be advised this is used for cervical spine cases. Given the wide range of movement in the cervical spine, if the patient moved or if the spine was pressed down, this could cause an alleged inaccuracy, indicating the cranial reference frame is not ideal. The cranial reference frame being placed several levels away from the top level (c4) is not ideal placement. There was a reported delay to the procedure of less than one hour. There was no reported impact to the patient.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, software version #: 2.1.0 h3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.